Event description:
It was reported that the distal tip of the delivery catheter broke off when entering the guiding catheter during a sfa procedure. The entire system was removed & replaced with no further complications being reported.